Manufacturer narrative:
The customer was expecting the aptio vision system to catch the user's sample tubes labeling error but instead the tubes were sent to analyzers, which provided results. Ccc connected remotely to the instrument and discovered that the vision system on the input output module was disabled. A siemens customer service engineer (cse) was dispatched. The cse noted that the vision system computer was inadvertently disabled at some point. The cse enabled the vision system to identify tubes and caps properly. The cause of the event was due to a labeling error by the user. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that they swapped a green top and purple top tube labels for the same patient. The green top tube scheduled for chemistry testing had a hematology label on it and the purple top tube scheduled for hematology had a chemistry label on it. The tubes were loaded onto the aptio automation track. When the tubes were analyzed, unbelievable results were obtained. No discordant results were reported out to the physician(s), as the operator caught the error. There was delay in reporting results as the patient was recalled to have a second draw for chemistry testing. The physician decided to wait for hematology testing, and have testing completed the day of surgery, rather than pre-admission. The rerun results matched with the patient's condition. No other information regarding the patient has been provided. There are no known reports of patient intervention or adverse health consequences due to the labeling error.